Event description:
The biomedical engineer (bme) reported they had two central nurse's station (cns) was in intermittent signal loss with the telemetry transmitters.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported they had two central nurse's station (cns) was in intermittent signal loss with the telemetry transmitters. The bme checked the orgs and antennas, which had green led indicators lit. No patient harm or injury was reported. Investigation summary: the customer performed troubleshooting by checking the orgs and antennas. Both appeared to be working as expected. The customer stated they had replaced the receiver cards before. Nihon kohden technical support (nk ts) recommended they check for duplicate ip addresses. Nk ts walked the customer through steps to test the signal strength for the antenna. They found that the b side of the antenna had signal loss and requested onsite assistance from nk. Onsite personnel were able to determine that outside interference was causing the signal loss. The root cause is determined to be due to the facility's wireless environment. Interference was present for the 5th floor b side of the antenna. A review of the serial number history shows no recurrence of the reported issue.

Manufacturer narrative:
The biomedical engineer (bme) reported that they had two central nurse's station (cns) that had transmitters with intermittent signal loss. It is happening on different transmitters at different times. The transmitters will drop and come back up on two cns's. The biomedical engineer checked the org's and antennas and they have green led indicators. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) was used in conjunction with the cns: transmitters: model: ni model # cns-6801a catalog #: pu-681ra. Serial #: (B)(4). Device manufacturer data: 05/16/2020. Unique identifier (UDI) #: (B)(4). Manufacturer reference file (B)(4).

Event description:
The biomedical engineer (bme) reported that they had two (central nurses station) cns that had transmitters with intermittent signal loss. No patient harm reported.